Event description:
The pt reportedly experienced lack of benefit and sound quality issues. Testing showed that the pt's device is functioning within normal limits. Programming adjustments were made, however, this did not resolve the issue. The company was informed that the pt has elected to explant the device. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.